Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the pt was originally implanted in his right internal jugular with a 27cm nextstep hemodialysis catheter. The repair hub was placed on the catheter & the blue hub was being used as the arterial "blood in" port. Air was observed in the area between the blue hub & the blood line leading to the dialysis machine. The pt was removed from the machine & all dialysis machine tubing was replaced. When reattached, the new blood lines showed bubbles again, right around the blue hub. Venous pressures >200. The nurse checked & included the needle-less caps for damage & could not see any problems. As a result, the physician then attached another repair hub & the catheter functioned normally. It was noted that therapy was delayed a partial day & there were no pt complications reported.